Manufacturer narrative:
No patient involvement. Concomitant medical products: other relevant device(s) are: bi71000481, kit svc. Bi71000481, battery cartridge ups, lot# unknown, UDI# unknown. A medtronic representative visited the site to evaluate the equipment. It was found that a ups battery was starting to fail. The ups was replaced, at which point the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile viewing station (mvs) was shutting down intermittently. This was reported outside of a procedure. There was no patient involved in this event.